Event description:
It was reported by service report that the scale module was loose on the footboard. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: loose scale module.